Event description:
Allegedly patient presented with acute pain; corrosion around modular neck component, elevated metal ions - left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.